Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported observing shiny opaque particles expel from the cutter during a vitreoretinal procedure of an unknown eye. The surgeon removed as much of the foreign material as possible; however, it could not be confirmed that all of the particles were removed. There was no harm to the patient. The product sample was discarded. No further information is expected.

Manufacturer narrative:
A review of the digital video disc (dvd) returned was performed. The video did show a white material exiting the probe port at the very beginning of probe being used. This backflow of material happens when the aspiration rate was dropped from approximately 350 millimeters of mercury (mm/hg) to zero. The evaluation of the probe from the dvd did indicate that there was some flow of white foreign material moving away from the probe when the aspiration rate stopped during the surgery. It cannot be determined what this flow was comprised of and what was occurring based on the video. The cause of the back flow from the port cannot be determined as the probe does not have any features that controls the back flow of material out the probe port. The use of the probe by the end user and the machine settings would be a more probable cause for the back current from the probe port. (B)(4).

Manufacturer narrative:
For this complaint file, the final lot was identified. A device history record review for the lot was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. The root cause for the customer complaint issue cannot be determined. (B)(4).